Event description:
The patient reported that their cuff continued to inflate to the point of bruising their arm. Teladoc's ht900 blood pressure monitor fits patients with up to a 42cm arm circumference.teladoc health contacted the patient for additional information, but our attempts were unsuccessful. The patient didn't confirm if medical attention or treatment was provided as part of this event.

Manufacturer narrative:
The blood pressure monitor associated with this report has not been returned. If the device is returned an investigation will be conducted and a supplemental report will be filed.